Event description:
It was reported that the shock impedance was low during subcutaneous implantable cardioverter defibrillator (s-ICD) implantation testing. Conversion test was unsuccessful. It was noted that the impedance was normal readings during a painless test prior to induction. Technical services (ts) was consulted and determined a charge time error and the impedance could not be read. The s-ICD was re-interrogated and the shock impedances were low. A different s-ICD was recommended to implant. The physician decided to implant a new s-ICD. The new s-ICD was successfully implanted. No adverse patient effects were reported.